Event description:
It was reported that the 2600 system would not boot up prior to a case. Also, the monitor would intermittently not show the image. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply was adjusted. The monitor connection was re-seated and tightened. The auxiliary interface board was replaced during the svc call. The system was tested and found to be working as intended, and put back into svc.